Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Suspected cause was due to having a basal rate that was too low. Customers parent woke the customer up and gave them carbohydrates to address the bg. Customer updated the basal rate to address the event.